Manufacturer narrative:
In regards to this event, one light fiber was received for investigation in its original packaging. Visual inspection of the returned product revealed that the pouch was open, aeal markings were absent. Therefore, it was concluded that the pouch subject to the reported event never has been sealed. Review of the complaint database indicated that no similar complaints have been logged on the batch number involved. Based on the investigation performed, it was determined that the reported event is attributable to a human error during qc release. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. In october 2020, an awareness training was provided to the packaging personnel and an additional inspection step was introduced to prevent re-occurrence. The product involved in this complaint was released prior to the corrective measures, therefore, and because no similar failures were reported on product that was released after the corrective measures, additional actions are deemed not required.

Event description:
We were informed that the pouch was not properly sealed. The product has not been used. No patient harm occurred.

Manufacturer narrative:
The packaging has been returned for investigation.

Event description:
We were informed that the pouch was not properly sealed. The product has not been used. No patient harm occurred.